Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument had a clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional observation related to customer reported complaint was that the clip applier instrument was found with a bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Additional observation not reported by site was that there were signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, customer reports, they had an issue in the past with the medium-large clip applier instruments not being sterilized properly and was causing damage to the prongs on the instrument. The medium-large clip applier instrument would not fire or clamp down on the target. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.